Event description:
Health care professional reported, "unable to access port." The access port was removed and replaced. The explanted port will be returned. Follow-up finding: the surgeon found that the access port had flipped. There is no reported device malfunction.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of displacement as follows: "caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustment." "Access port have been reported to be "flipped" or inverted. If you initially see an oblique or side view on x-ray, then either reposition the patient or the x-ray equipment until you obtain a perpendicular, overhead (0 degrees) view. Targeting the port for needle penetration can be difficult if this orientation is not controlled. Be aware that an upside down (180 degrees) port shows the same image." Device labeling addresses the reported event of difficulty adding/removing saline as follows: "caution: failure to create a stable, smooth path of the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."